Event description:
Keratitis infection after using acuvue soft contact lenses and renu no rub contact lens solution. Pt compliant with appropriate contact lens regimen, no cultures were taken. Pt has no other contributing medical history. Pt was treated with flurometholone ophthalmic suspension 0.1% initially as well as another antibiotic topical eye treatment, and then upon re-infection pt, presented with double vision and persistent headache, was advised to discontinue all contact use and make-up use and advised to be monitored closely for improvement without medication, to prevent possible side-effects from medications. Some of the product used has been retained, while add'l product has been discarded. Event abated after use stopped.